Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device started to leak. The patient did not receive their IV treatment for 2 hours in the night, and they experienced seizures that stopped with the change of tubing. Per the reporter there was no serious consequences that required an intervention by a doctor.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-04828 for details pertinent to this event.